Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was confirmed via information from technical assistance support (tac). A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the reported malfunction "not outputting 2d correctly" was due to incorrectly configured settings. The customer contacted olympus technical assistance support (tac) via phone. The customer was asked to check the settings on the video processor and the 3-dimensional visualization unit. Then the customer was asked to update the settings which were incorrect. Settings were updated and the issue was resolved. The customer informed technical assistance support (tac) of the event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the 3d visualization unit had not output 2d images correctly. The issue occurred during inspection for use. There were no reports of patient involvement.